Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study experienced pain and flexion contracture. Subsequently, patient underwent a right knee arthroscopy as an outpatient procedure due to stiffness. Lysis of adhesions and synovectomy were noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date of birth - month and day unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-00664 / 00665).

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total knee arthroplasty on (B)(6) 2015 and a left total knee arthroplasty on an unknown date. During post-operative monitoring and testing, right knee pain and right knee flexion contracture were noted. These findings were found during follow up testing; there were no symptoms reported by the patient. There has been no reported revision procedure to date.